Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular around 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinically observed oversensing with shock delivery. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore extraction damages were noted such as a fracture of the conductor cable to the ring electrode and a deformed shock coil. These damages most likely occurred due to tensile forces applied during the lead removal. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported this patient received inappropriate shocks due to noise. All other measurements were normal. The lead was explanted and replaced.